Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Pro-padz electrodes were not returned and no photos or application details were provided. Retain sample testing, including electical, impedance, and defibrillation evaluation, showed no issues, and visual inspection confirmed the electrodes met specifications. The pads successfully produced ECG signals without noise or connection loss during testing. Analysis of reports of this type has not identified an increase in trend.